Event description:
Covidien received a report of a unit with missing display segments while in use on a pt. The device was replaced and there was no harm to the pt reported.

Manufacturer narrative:
(B)(4).